Event description:
It was reported that the patient presented with right sided radicular symptoms failing conservative management. On (B)(6) 2006 - patient underwent an MRI cervical without contrast. Spinal stenosis and foraminal stenosis. Most severely affect the levels of c4/5 and c6/7 level. On (B)(6) 2007 - patient underwent a chest x-ray showed unremarkable chest exam. On (B)(6) 2007 the patient was discharged after undergoing anterior cervical discectomy decompression and fusion c4/5, c5/6, and c6/7 with an uneventful recovery. On (B)(6) 2007 ¿ prescribed by the physician to use of orthofix bone growth simulator after the patients cervical spine surgery. On (B)(6) 2007 - patient underwent an xray of cervical spine showed anterior cervical fusion from c4 through c7. On (B)(6) 2007 - patient underwent an xray of cervical spine showed stable cervical fusion on (B)(6) 2007 - patient underwent an xray of cervical spine showed post-surgical change of anterior cervical discectomy and fusion from c4 through c7 without change. No acute bony abnormality. On (B)(6) 2008 ¿ patient underwent MRI lumbar with and without contrast. Post-surgical changes at l3-4 and l4-5 with persistent foraminal stenosis as described above. No evidence of recurrent or residual disc protrusion. On (B)(6) 2008 ¿ patient underwent MRI cervical with contrast. New left-sided paracentral disc protrusion at c2-3. Mild disc bulge without spinal or foraminal stenosis at c3-4. On (B)(6) 2008 ¿ patient underwent MRI on the right knee due to right knee pain. Benign appearing cystic lesions at the proximal tibia not associated with marrow edema or tendon or ligamentous pathology. These are remote from the area of clinical complaint and the doctor presumed a benign subchondral cysts. The MRI of the right knee is otherwise unremarkable. On (B)(6) 2009 - patient underwent an MRI l spine with /without contrast. Findings very similar to the prior exam with some interval decreasing epidural enhancement surrounding the enlarged nonenhancing left descending ls nerve root as it exits the thecal sac. On (B)(6) 2009 ¿ patient fell on (B)(6) 2008 with some pain in his left side and in his lower back. Patient is improving significantly but still has some problems. Physician reviewed patients imaging and found fairly advanced spondylitic disease and disc degeneration and dessication at l4 ¿ 5 and l3-4 and foraminal narrowing at those levels. Physician plan was to try conservative therapy and have a follow- up later. Patient had had previous back surgery at l3-4 and l4-5. On (B)(6) 2009 ¿patient had a prior colonoscopy and had a polyph removed. It recurred as a larger polyph after a year with scar tissue and hot forceps were used to remove it. Patient did well for several days. Patient is experiencing blood in stools and was admitted to emergency. On (B)(6) 2010 ¿ patient underwent an MRI of lumbar spine with /without contrast for complaints of lower back pain with pain radiating to both legs. History of previous back surgery was also identified. Postsurgical changes at l3/4 and l4/5. Protruded disk at l4/5 combined with posterior element hypertrophy on the right producing mild right neuroforamlnai stenosis. Right neuroforamlnal stenosis for the same reasons. No significant spinal stenosis. No significant postcontrast enhancement. On (B)(6) 2010 ¿ patient underwent a chest x-ray showed evidence of prior cervical spine fusion. No acute chest finding on (B)(6) 2010 patient underwent a surgery for lower back pain with l3-4- 5 pedicle screw fixation with peek interbody with rhbmp-2/acs at l4-5. This was due to a previous surgery at l4-5 presenting with progressive stenosis and disc degeneration and desiccation and disc bulge at l4-5 at the level of his previous surgery and spinal stenosis and l3-4. Post-op diagnosis was low back pain and radiculitis, which was similar to pre-op. On (B)(6) 2010 - patient underwent an xray of lumbar spine showed satisfactory post-op appearance after posterior instrumented fusion. On (B)(6) 2011 ¿ patient underwent an xray of lumbar spine showed satisfactory lumbar fusion. On (B)(6) 2011 the patient underwent xray of lumbar spine showed satisfactory and stable post-surgical lumbar fusion. On (B)(6) 2011 ¿ patient describes multi-site pain. With medication the level of pain is 4 and without medication the level of pain is 7 with numbness and tingling effect. On (B)(6) 2011 - patient describes multi-site pain. Patient has good and bad days. With medication the level of pain is 4 and without medication the level of pain is 6 with aching, numbness, and tingling effect. On (B)(6) 2011 - patient describes multi-site pain. With medication the level of pain is 4 and without medication the level of pain is 6. Patient has occasional trembling in the arms along with numbness and tingling effect. On (B)(6) 2011 - patient describes multi-site pain. With medication the level of pain is 4 and without medication the level of pain is 6. Patient has occasional trembling in the arms along with numbness and tingling effect. On (B)(6) 2012 - patient describes multi-site pain. Patient has good and bad days. Patient is staying active. Has sometimes sharp, tingling pain. On (B)(6) 2012 - patient describes multi-site pain. Patient has good and bad days. Patient is staying active. Has sometimes dull, constant, numbness and tingling pain. On (B)(6) 2012 ¿ patient describes multi-site pain. A new pain has been identified in the occipital. The average pain this month is 8 (terrible). On (B)(6) 2012 - patient describes multi-site pain. A new pain has been identified in the shoulder. The average pain this month is 7 on (B)(6) 2013 - patient describes multi-site pain. Stress causes some pain and the patient has been having some lower back pain early in the morning. The average pain this month is 8 (terrible). On (B)(6) 2013 - patient describes multi-site pain. Patient has some right arm pain since last visit and started having left arm pain last night. The average pain this month is 8 (terrible). Reportedly, the patient experienced numbness, weakness, and tingling after use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion and an anterior lumbar interbody fusion surgery using rhbmp-2/acs with a metal cage. The patient's post-operative period was marked by severe pain. Following the surgery, the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from severe injuries and damages, including bone overgrowth causing nerve compression, chronic pain and radiculitis.

Manufacturer narrative:
Concomitant products: capstone peek spacer, tsrh pedicle screw instrumentation (implant (B)(6) 2010). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.